Manufacturer narrative:
Reported event: an event regarding disassociation and wear involving an accolade stem was reported. The events was confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: it was reported that the patient's left hip was revised. As reported: "the revision was secondary to pain from dislocation. The dislocation was identified radiographically to have occurred between the femoral stem and femoral head. No further information is available from the doctor or hospital." The x-ray of a pressfit tha sows it is anatomic position without evidence of loosening. The femoral head gas disassociated from the femoral stem. There is remodeling of the superior aspect of the trunnion with material loss. Disassociation of a femoral head from a femoral stem in a tha is confirmed. No documentation was provided to confirm this tha was revised. The root cause of this tha disassociation cannot be determined from the limited documentation provided. Should additional information become available I would be happy to further this assessment. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the head from the stem. A review of the provided medical information by a clinical consultant indicated: "it was reported that the patient's left hip was revised. As reported: "the revision was secondary to pain from dislocation. The dislocation was identified radiographically to have occurred between the femoral stem and femoral head. No further information is available from the doctor or hospital." The x-ray of a pressfit tha sows it is anatomic position without evidence of loosening. The femoral head gas disassociated from the femoral stem. There is remodeling of the superior aspect of the trunnion with material loss. Disassociation of a femoral head from a femoral stem in a tha is confirmed. No documentation was provided to confirm this tha was revised. The root cause of this tha disassociation cannot be determined from the limited documentation provided. Should additional information become available I would be happy to further this assessment." Further information such as return of the device, pathology reports, pre- and post-operative x-rays, and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the patient's left hip was revised. As reported: "the revision was secondary to pain from dislocation. The dislocation was identified radiographically to have occurred between the femoral stem and femoral head. No further information is available from the doctor or hospital."